Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50cm, model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Manufacturer narrative:
Additional information was received that the patient was explanted due to unstable hardware which had nothing to do with the device. Another reason for explant was due to patient will have magnetic resonance imaging (MRI) procedure and further surgery. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.